Event description:
During the procedure connector #3 of the pressure monitor line #9 came apart at the fitting of the male luer. The perfusionist had to seal the connection with his fingers and then placed a stopcock at the point of the break and resumed by pass. There was no kink at the break site or any indication of a defect noted at set-up. Blood loss was approximately 100cc. No intervention was required to compensate for the blood loss. The perfusionist did state that since the line had been open to air for a few seconds it is possible that the patient had been exposed to contamination, so an additional dose of antibiotics was administered. The patient is fine and there was no patient detriment.